Event description:
It was reported that pump displayed malfunction alarm after customer went swimming with pump and then took a shower while wearing it, and malfunction code could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status, arranged shipment of replacement pump with updated software, and instructed customer to place malfunctioning pump in storage mode, return it within specified time frame, and then program pump settings and reconnect continuous glucose monitor on replacement pump.